Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event for 2 large clots in each calf/clots because her circulation was decreased due to all of the swelling. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2015: this is an initial case concerning a (B)(6) female patient who developed 2 large clots in each calf because her circulation was decreased due to all of the swelling, could not bear weight, legs remained swollen/still some swelling on the upper outer side of her legs and gait was still unsteady and it was hard to do stairs after receiving treatment with synvisc for osteoarthritis. Since the product and the events are related temporally; therefore the causal role of synvisc cannot be completely excluded for the events also, due to lack of information regarding underlying concurrent medical conditions, concomitant medications and clinical course of the event, the definitive etiology for the event could not be explained which precludes the complete case assessment.

Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a patient. This case concerns a (B)(6) female patient who had 2 large clots in each calf/clots because her circulation was decreased due to all of the swelling, could not bear weight, legs remained swollen/still some swelling on the upper outer side of her legs, gait is still unsteady and it is hard to do stairs, minimal pain/intense pain and stiffness after receiving treatment with synvisc. No other medical history, concurrent condition and concomitant medication was reported. On an unknown date in 2014, the patient received treatment with first series of synvisc injection at a dose of 02 ml (route, frequency, lot/batch number and expiration date unknown) for osteoarthritis in both knees with minimal pain and stiffness. On (B)(6) 2015, the patient had the first injection of her second series in both the knees again. On unknown dates, after unknown latencies, the patient experienced severe, intense pain and could not bear weight. It was reported that the patient kept on calling her healthcare professional for pain medication and went to urgent care but nothing would touch the pain. The patient could not put up for 6 days and because the pain was so bad and her legs remained swollen, her legs were scanned. It was found that the patient had 2 large blood clots in each calf. The patient was treated with warfarin and enoxaparin sodium (lovenox) for 5 days and had to use a walker. She was told that she probably developed clots because her circulation was decreased due to all of the swelling. She further stated her gain was still unsteady and it was hard to do stairs, but the intense pain was better. She stated there was still some welling on the upper outside of her legs. Action taken: stopped temporarily. Outcome: unknown for 2 large clots in each calf/clots because her circulation was decreased due to all of the swelling, could not bear weight and stiffness and not recovered/not resolved for legs remained swollen/still some swelling on the upper outer side her legs, gait is still unsteady and it is hard to do stairs, recovering for minimal pain/intense pain.